Manufacturer narrative:
The useful life of freestyle lite meters is 5 years. As the manufacturing year of this product is 2012, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required.

Event description:
A battery/no power issue was reported with the adc blood glucose meter. Caller reported the customer's adc meter would not power on with button press or test strip insertion. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc blood glucose meter. Caller reported the customer's adc meter would not power on with button press or test strip insertion. There was no report of death, serious injury or mistreatment associated with this event.